Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and light guide bundle was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality caused by a component failure of the universal cable. The cause of the universal cable failure could not be determined. The most likely cause is an expected to be an electric component failure in the cable. The light guide bundle is broken caused by a component failure of the distal end of the video telescope. The cause of the failure of the distal end of the video telescope could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. Issue was identified during preparation for use and the intended procedure was therapeutic, which was completed with similar device.